Event description:
Pt was treated with cyber knife for benign meningioma on tuesday, (B)(6) 2012. The evening of friday, (B)(6) 2012, the pt suffered a seizure. Since then the pt has been hospitalized and experienced up to 1 seizures per day. It is important to note the pt never experienced seizures before the cyber knife treatment. The meningioma has been monitored since 2009 and even though seizures can be a manifestation of meningiomas the pt never experienced seizures until after the cyber knife radiation treatment.